Event description:
Information received by medtronic indicated that the customer reported the insulin pump had an error message on the display which required rewinding and the buttons were not responding. The pump screen was stuck and frozen. Troubleshooting was performed and the customer did not clear the alarm. No harm requiring medical intervention was reported. The customer discontinued using the device and it will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version = 6.21u. Retainer ring = black . Case type = ngp. Customer returned pump for an alleged frozen screen, stuck button alarm and e/a alarm unspecified observed on nov 01, 2023. Pump received with constant stuck button alarm during testing. Unable to perform the displacement test and self-test due to constant stuck button alarm. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thump. A stuck button alarm was found in the history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube) and cracked case-corner of belt clip rails. Frozen screen was confirmed due to stuck button alarm. Stuck button alarm did occur during testing. Stuck button alarm confirmed due to moisture damage on the electronic assembly. E/a alarm unspecified was confirmed due to stuck button alarm. Moisture damage confirmed at electronic assembly and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.